Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a lasso nav catheter and suffered a medical device entrapment requiring surgical intervention. During the procedure, the lasso catheter entered the mitral valve and became entrapped. Cas opened 2 new lasso catheters at the request of the surgeons so they can get a clearer understanding of the catheter mechanics prior to attempting to remove the lasso catheter from the entrapment. Patient was reported to be in stable condition. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.